Event description:
It was reported that a malfunction alarm occurred. The customer's blood glucose level did not exceed 500 mg/dl, indicating there was no adverse impact. To resolve the issue, technical support provided pump reset information and assisted the customer with resetting the pump, which successfully resolved the malfunction as it did not recur.